Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a break with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.